Event description:
Reportedly, during pt use, the ventilator switched to the back up battery from the power pac battery. The unit continued to deliver breaths, however, as a precautionary measure, the pt was ambu bagged before being switched to another ventilator. There were no reported adverse pt effects.

Manufacturer narrative:
(B)(4).